Manufacturer narrative:
(B)(4) a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The issue is due to cable got disconnected from o2 sensor. Customer is advised to make sure to secure sensor cable tightly after changing o2 sensor. If sensor cable get disconnected quite often then they will replace the sensor cable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced alarming low fio2 (fraction of inspired oxygen). The customer confirmed that there was no patient involvement associated with the reported event.